Event description:
Customer complained of a discrepant inr result between coaguchek xs plus meter (B)(4) and a lab using the beckman il reagent. Customer tested the patient by fingerstick on the meter at 1:52 pm and the result was 5.9 inr. The patient had a lab test at 2:03 pm and the result was 3.9 inr. The patient's therapeutic range is 2.0-3.0 inr. Patient has no hematocrit concerns, no antiphospholipid antibodies, no other blood thinners and is in stable condition. There was no allegation of an adverse event. Corresponding retention test strips (322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Please refer to medwatch correction/removal report no.